Event description:
Pt has a morphine pump implanted for back/leg pain in 2002 and had relief until the next month. Workup revealed that the intrathecal catheter had severed and was not infusing morphine in the spinal canal.